Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor; unable to confirm a33 alarm due to motor error alarm. However, the insulin pump passed displacement test, self-test, and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with severely scratched display window noted also had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring compromised force sensor system alarms. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.